Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were cardiorespiratory distress and stage 4 lymphoma. Related to manufacturer report #: 2183959-2014-37237.